Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned with stylet in lead, and helix retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near is-1 to terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that the patient has been complained of some strange sensations with the right ventricular (rv) lead, sometimes painful. It is reproducible with rv pacing. The physician was going to abandon this rv lead, but the helix exhibited extension and retraction issues. The physician decided to explant this rv lead. A new lead was placed. No additional adverse patient effects were reported.